Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro during use during dwell 5 of 6. The patient was connected. There was no patient disconnection, no bag disconnection, and there were no leaks identified. The patient had three bags connected and there was solution only in the heater bag. The baxter technical service representative had the patient cycle the power and a se 2367 occurred. The patient would complete therapy using manual bags. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated the patient did not make them aware of the alarm and that as far as they knew the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).